Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 157 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan a replacement would be sent . The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Unable to verify unexpected alarm error alarm due to blank display. Unable to perform functional test due to blank display.